Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was seen in the emergency room after experiencing inappropriate anti-tachycardia pacing (atp) and shock therapy for what appeared to be sinus tachycardia. Therapy was exhausted in the ventricular tachycardia (vt) zone. The detection zones were reprogrammed. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.